Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while detained, when the gauze being protected was removed, the area around the foley catheter inflation valve was found to be ruptured. It was possible that a nurse accidentally cut it, or that the patient pulled on it. Please examine the cut surface and would like to check if there was any problem with the catheter.